Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examinations did not reveal any anomalies except procedural damages. Electrical testing did not find any indication of conductor fractures or internal shorts. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, continuous noise episodes in the right ventricular (rv) channel were reported. The rv lead was explanted and replaced in order to resolve the issue and the patient was stable.